Manufacturer narrative:
A supplemental MDR will be submitted upon device evaluation.

Event description:
A peritoneal dialysis patient's nurse reported the patient often had to complete a manual drain following use of the cycler due to the patient having residual effluent. The disconnecting from the cycler and connecting to manuals led to a breach in technique that resulted in peritonitis. The cassette was not made available for evaluation. During follow up the patient's nurse reported the patient had an event of peritonitis during (B)(6) 2017 (specific date unknown). The patient's effluent grew staph epidermidis and white blood cell count was (B)(6) (units unspecified). The patient was treated with vancomycin and recovered. The patient was not hospitalized for the event..

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no nonconformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.